Event description:
One pt sample with discrepant ethanol results. Initial result gave 28 mmol/l. Same sample repeated five additional times giving the following results: 1, 1, <0, 1 and 0 mmol/l respectively. Erroneous result was reported. Pt not adversely affected. The field service rep found a problem with filter 4 and flare on sample tubing. Replaced filter 4 and reflared sample tubing.